Manufacturer narrative:
Result: loose lift motor casings.

Event description:
It was reported by service report that the head-end of the bed is stuck in the upper position, and would not go down. No pt involvement or adverse consequences were reported.